Event description:
It was reported that cgm displayed error message 42 during sensor use. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not reappear, and successfully started new sensor session, with no additional actions documented.